Event description:
It was reported that insufficient roll off occurred. For the last two cases, the machine has not rolled off as expected despite increasing to a very high power (>100w). Usually the machine would roll off at a relatively low power in the lung (i.e., 40-80w). The physician is hopeful that the probes still worked as there was ground glass change surrounding the lesions. It is unknown whether treatment was successful, until the follow-up CT scans in 3-6months. No patient complications were reported.

Manufacturer narrative:
B3. Date of event was estimated based off of aware date.